Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device was going crazy as when the pt was recharging their ins, the controller would say that the controller needed to be recharged when the controller was already charged. Pss asked the pt if the rtm was getting hot while recharging the ins; pt stated a little but not really. Pt stated that they kept the cords and everything not kinked. Pss asked the pt if the connection between the rtm and controller was loose; pt stated that it was kind of getting to where they had to wiggle it a little bit. Pt confirmed that they didn't have any issues recharging the controller from the power supply recently. When pss asked for the event date, pt stated that they wanted to say that it was during the week maybe last week. Pt noted that they usually recharge their ins at night, however they got so frustrated with the device that they gave up and said that they would try again the next day. An email was sent to the repair department to replace the rtm. Pt called back and confirmed receiving the replacement recharger antenna. Pt still got "replace controller batteries soon" message on their controller even though the controller was charged at 90%. Pt attempted to reset their controller, but reset did not resolve the issue. Additional information was received form a patient (pt) regarding an external device. Pt called back stating they received the replacement battery pack but they are still getting the replace controller batteries soon (70) message when trying to charge the implant. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 100 percent and implant is red/low. Caller then connected recharger and again saw (70). Agent asked caller to disconnect and attempt one more time and caller confirmed the following screens; (14, 89, 15, 51). Caller stated it stuck on checking recharge quality (51) and would not advance further. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger; section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the device, model # 97755 intellis recharger (rtm), s/n (B)(6), revealed the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.